Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've been having extreme urinary incontinence. They added that the device was implanted to help with urinary and bowel incontinence. They reported that their bowel incontinence has been okay and their urinary incontinence hasn't been manage as well as the bowel incontinence, but it was pretty good in until they fell on (B)(6) 2019 and broke their neck (broken neck was not a result of the device/therapy). The caller thinks the fall "threw their settings off" and mentioned they also have memory problems. The call center reviewed how to use the patient programmer (pp) and the patient reported stimulation was off. During the call, they turned stimulation on and decreased to a comfortable level. As a result of what was reported, they were redirected to their healthcare provider (hcp) if their symptoms don't improve. No further patient complications have been reported as a result of this event.